Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology leading to this event were not reported. It was reported that the suprarenal stent separated from the stent graft fabric and the stent graft has migrated. The pt was converted to a conventional stent graft via an open surgical repair. No additional clinical sequelae were reported and the pt is doing fine. Medtronic has received the device and its analysis is pending. Film evaluation: review of returned films (ten months post index procedure and current) showed that there has been disease progression (neck dilatation) between studies. Proximal stent graft margin (currently) was 40 - 50mm below suprarenal springs with a c-bar fracture: this was not evident on the films that were taken ten months post index procedure. There is little distal iliac fixation seen on both studies.

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak, surgical conversion, breakage of the metal portion of the device). Results/conclusions: (device analysis is pending).